Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the error via the error log and was able to reproduce the error. During troubleshooting, the fse identified loose dispense lane (d lane) screws causing misalignment with the sorter, seal breaker and cup transfer assembly. The fse tightened the screws and performed alignments with the sorter pickup head, seal breaker and cup transfer assembly. The resolution was verified by running a daily check and quality control without errors and within specifications. No further action required by the fse. The aia-900 analyzer is functioning as expected. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number: (B)(6). There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12: flags and error messages states the following: [4053] sorter-z home overrun. Cause: the home sensor s022, which is not supposed to be activated after the sorter z-axis moves, was activated. A retry will take place, and if there is no improvement a flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s022 and also check to see the cause of slipping, and so on, that occurs when pm022 moves to the limit side. The most probable cause of the reported event was due to loosen dispense lane (d lane) screws causing misalignments.

Event description:
A customer reported "4053 sorter-z home overrun" error on the aia-900 analyzer. The customer checked for obstructions, found cups, and removed the cups, but the error persists when trying to run samples. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.